Event description:
It was reported that; top of plunger broke off. Update 12/19/2017: surgeon prefers to use this instrument with his tlif procedures. Surgeon was not using this instrument with the same brand implant.

Manufacturer narrative:
It was determined that the instrument involved in this event, was manufactured before a design change implementation. In addition, the surgical technique states the following: "while rare, intraoperative fracture or breakage of instruments can occur. Instruments which have experienced extensive use or extensive force are more susceptible to fracture depending on the operative precaution, number of procedures, and disposal attention. Instruments must be examined for wear or damage prior to surgery."

Event description:
It was reported that; top of plunger broke off. Update 12/19/2017: surgeon prefers to use this instrument with his tlif procedures. Surgeon was not using this instrument with the same brand implant.